Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented symptoms of diaphragmatic stimulation. Additionally, when examining the patient on a monitor, pauses in pacing were noted, indicative of oversensing. This crt-p entered safety mode. Technical services (ts) discussed parameters while under safety mode, with a recommendation of device replacement as soon as possible. This crt-p was explanted and replaced. The diaphragmatic stimulation was caused by an increase in to device output due to it entering safety mode. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented symptoms of diaphragmatic stimulation. Additionally, when examining the patient on a monitor, pauses in pacing were noted, indicative of oversensing. This crt-p entered safety mode. Technical services (ts) discussed parameters while under safety mode, with a recommendation of device replacement as soon as possible. This crt-p was explanted and replaced. The diaphragmatic stimulation was caused by an increase in to device output due to it entering safety mode. No additional adverse patient effects were reported. This product has not been returned for analysis.